Event description:
The customer reported experiencing past occlusions, but no additional details were provided. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined any follow-up or provision of further details, leading technical support to close the case.